Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during efaa. It was reported that on (B)(6) 2022, the patient presented with grade 4 primary mitral regurgitation (mr), a rotated heart, and small cardiac chambers. During the procedure, the g4 mitraclip ntw opened during the first efaa and continued to open while locked. The clip was successfully removed, and a g4 mitraclip nt was implanted to complete the procedure, reducing the mr to grade 2. There was no adverse patient effect or a clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated and the reported clip open during establishing final arm angle (efaa) was not confirmed via returned device analysis. The discrepancy between what was reported (failed efaa) and what was observed (no issue) is likely due to user technique. The reported improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the instructions for use (IFU), mitraclip system gen 4, u.s. Warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury¿. In this case, it was reported that the user curved the clip delivery system (cds) more than 90 degrees and this deviation appears to have contributed to the reported clip open during efaa. The investigation determined the reported clip open during efaa appears to be due to user error (improper or incorrect procedure or method). The user error was due to the user curving the cds more than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.